Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c on an unknown date in 2021. The event description provided states that the lens had to be explanted due to "specs" on the posterior side of the rayone aspheric rao600c iol. The follow up information received identifies that the patient first experienced issues with the lens in (B)(6) 2022 while on holiday out of the country. He initially felt a sharp pain in his left eye and then began to experience hazy/blurry vision. Once the patient returned from holiday, his symptoms improved for a period; however, symptoms returned in early 2023. The patient saw a retinal specialist in (B)(6) 2023 who determined that there was fluid on the back of the eye, as well as a total haze over the left eye. The reporting healthcare professional saw the patient on (B)(6) 2023 and identified glistening on the iol, not corrected by yag. He indicated it was a 3-4+ pc haze and determined that the patient had fluid in the retina. The fluid is thought to be related to the patient's diabetes. The post-operative complications in this case are likely causally linked to the patient's pre-existing medical condition (type 1 diabetes).

Event description:
On (B)(6) 2023, rayner received notification from its us affiliate company of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the lens needed to be explanted due to "specs" on the posterior side of the optic.